Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on. A pogo pin was found stuck in the depressed position resulting in intermittent loss of power connectivity and battery charging. When the unit was powered on white lines on the lcd screen were observed; however, the lines does not interfere with the measured values. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the device shows a white line on top of the display. There is no reported consequence or impact to the patient.